Manufacturer narrative:
As received, a complete lead was returned in four pieces. Visual examination found an external insulation abrasion exposing the outer coil consistent with friction to the device can and an external insulation abrasion exposing the outer coil caused by friction to another device or feature of the heart. The cause of the reported event of oversensing was isolated to the exposure of the outer coil in the abrasion zones. The reported events of oversensing and insulation damage were confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was observed on the atrial lead. During a revision procedure, insulation damage was visually observed. The lead was explanted and replaced to resolve the event and the patient was in stable condition. Related manufacturer report number: 2017865-2020-13345.